Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The manipulator controller ergo base (mceb) was returned for failure analysis. Ergonomic error 23062 was confirmed in the logs but could not be reproduced during testing. A review of logs confirmed that error 23062 occurred in the field. Visual inspection identified no issues related to the reported event. The dv commander program was used to verify hss functionality; no issues were detected. A digital multimeter (dmm) was then used to measure voltages across the armrest motor, vertical column, lift, in/out, and brake circuits, and to check for shorts in the hss and mosfets. All measurements were within specification. The mceb was installed in a reference (¿golden¿) system and performed as expected. Ten consecutive power cycles were completed, with all ergonomic functions physically verified after each cycle. The mceb then idled in the golden system for eight hours without incident. Based on these results, failure analysis determined that no root cause could be attributed to the reported event(s).

Event description:
It was reported that during a da vinci assisted surgical procedure, the ergo controls on the viewer are now unresponsive. No errors showing up the user can see. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the manipulator controller ergo base (mceb) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.